Event description:
Consumer stated: very soft bristles. Several bristles fell out in my mouth within the first week of use. My teeth didn't feel as clean using this brush head compared to the last pack I purchased (name brand). No contact info provided.